Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had a staph infection at the implantable neurostimulator (ins). The symptoms reported were noted as unconscious, fever, infection and no therapeutic benefit. The patient was given IV antibiotics. The ins removed and got a new device. The indications for use for this patient were gastrointestinal/pelvic floor.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was removed about a month after it was implanted in 2008 due to infection. It was stated the patient thought their ¿pacemaker¿ was working just fine.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3093-28, lot# v091642, implanted: (B)(6) 2008, product type: lead. (B)(4).